Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a missing episode of electrogram from (B)(6) 2019. It was determined that the stored electrogram was corrupted and it was recommended that the data be cleared to ensure proper storage of the electrogram going forward. There were no adverse consequences to the patient.